Event description:
Healthcare professional reported an unspecified amount of time after injection with juvederm voluma xc, the patient developed "firmness and swelling" in the injection areas and had a "cold nodule reaction" and inflammation. "Several vials" of human recombinant hyaluronidase (hylenex) has not dissolved a specific amount of juvederm voluma xc. The treating physician was more concerned about the effectiveness of hylenex than the adverse events of the dermal filler. Patient has since recovered.

Manufacturer narrative:
Unique identifier (UDI)#: not applicable. Medwatch sent to FDA on 03/05/2015. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reporter has declined to provide allergan further information regarding event, product, or patient details. The events of firmness, swelling, "cold nodule reaction," and inflammation are physiological complications and analysis of the device generally does not assist in determining a probable cause for these events.